Manufacturer narrative:
(B)(4). Batch# unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022 an evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was noted that patient presented to the hospital¿s emergency room after experiencing shortness of breath and pleuritic chest pain on the right side. Patient was diagnosed with spontaneous pneumothorax and received a wayne catheter. Patient was monitored for several days, but continued to experience a persistent air leak and pneumothorax. On day 7, patient underwent a right video-assisted thoracoscopy. During the procedure, three port incisions were made that revealed multiple emphysematous blebs which were excised using ¿several loads of ethicon gia staples.¿ after the port incisions were closed, a significant air leak was noted, which necessitated converting the procedure to a thoracotomy. A right hemithorax was entered and upon examination it revealed that the staple line had not sealed the lung completely. It was also noted there ¿other small blebs that were not clearly visualized with video-assisted thoracoscopy which were excised. Medical records indicate that initially ¿ethicon was used, then the second time covidien staples were used¿ to create the suture line. The suture line was then oversewed with two layers of 4-0 vicryl sutures ¿to be safe.¿ following surgery, the patient continued to experience persistent air leak, but began to diminish once a chest tube was pulled out a few centimeters. The chest tube was removed 8 days later and the patient was discharged that day.